Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. The patient attended the clinic, and the noise could be reproduced. A lead conductor fracture is suspected to be the cause of the reported observations. As a result, reprogramming was performed and the patient will be clinically evaluated in order to decide next actions, including system revision or further reprogramming. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).